Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2012 due to exposure of mesh through vaginal wall and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, urinary frequency and chronic urinary tract infections

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urgency, nocturia, vaginal dryness, itching, and rash.

Event description:
It was reported that following insertion the patient experienced dysuria, urgency, nocturia, vaginal dryness, itching, and rash.

Manufacturer narrative:
Date sent to the FDA: 8/9/2017